Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported marker lumen obstruction of flow could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, there was no pulsatile blood flow coming from the marker lumen when the device was positioned in the artery even after flushing the marker lumen several times. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.